Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed; therefore, no direct prod analysis will be available. The shopfloor paperwork for this batch shows that the prod met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 6 days after a coronary drug eluting stenting treatment procedure, the pt had a stent thrombosis (st). The pt presented for treatment with an acute myocardial infarction. The index procedure treated a 100% stenosed lesion in the mid left circumflex (mid lcx) with placement of a taxus express2 2.75x 24mm drug eluting stent. Six days after the index procedure, the pt presented with severe angina pectoris symptoms and ck elevation was up to 2175 u/I. St was thus suspected. Angiography revealed occlusion of proximal stent and a severe stenosis in a small branch of the lcx. The st was resolved the next day. The pt's condition after treatment was "fine". The physician noted the relationship of this event to the taxus stent was "definitely".